Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the insulation on the new right ventricular (rv) lead was damaged. The rv lead was not used, and an alternative lead was implanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Final analysis found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.